Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07936. Related manufacturer reference number: 1627487-2019-07937. It was reported that patient was not getting therapeutic benefit from the scs system and hence, stopped using the therapy since 2015. The patient wanted to get the entire scs system explanted to have an MRI. The entire system was explanted on (B)(6) 2019 which addressed the issue.